Event description:
Ref. Imp # (B)(4).

Manufacturer narrative:
From the data collected, there are no evidence that the event is device related but it is likely due to a wrong choice of the size of the stem by the surgeon that led to difficulties in broaching and impacting and to the consequent bone fracture.